Event description:
It was reported that the patient had a loss of therapeutic effect. She had returned of fecal incontinence the last three days prior to the report. She was getting good relief. The patient reported her son flipped her but symptom came prior to the incident. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tu2l, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).